Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced syncope. No cardiac signal was noted and cardiac arrest was suspected. An explanation was needed for this issue. The patient was hospitalized at the same hospital the patient was implanted ten days earlier. No additional adverse patient effects were reported. A review by boston scientific technical services (ts) noted that the flat lines on the electrocardiogram was normal device behavior, and noted that the right ventricular automatic threshold test episode ends after two loss of capture events. No further information was provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that there was no reported loss of capture. The electrocardiogram screen showed a flat line, but this was only displayed on the programmer. It was noted that the cardiac issue were eliminated and the patient was hospitalized to determine the root cause of the syncope, but this was not determined.